Manufacturer narrative:
.

Event description:
Hill-rom received a complaint whether the customer was having issues with raising and lowering the head section of one of its excelcare bariatric bed frames. A hill-rom field service tech was dispatched to perform an investigation to determine the cause of the issue. Upon initial inspection of the bed, it was determined there was an issue with the head actuator and the tech removed the bed from the account. He moved and inspected the bed at the service center where it was determined that the CPR cable mechanism had incorrect tension which resulted in engagement of the CPR function rendering the head actuator inoperative. The tech adjusted the cable to the correct tension and returned function to the head actuator and CPR assembly. Hill-rom is reporting this malfunction in compliance with 21 cfr 803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in MDR 1045510-2009-00021.